Event description:
On (B)(6) 2012, the patient contacted animas and reported after swimming in the pool, the keypad buttons were unresponsive. The patient denied damage to the keypad or the pump. It was noted that the patient did not see moisture in the pump. The patient reportedly wore the pump in a pump skin on the outside of clothing and did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to the alleged keypad issue.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(6) 2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The keypad buttons were responding as expected. A visual inspection and a leak test revealed no indication of moisture damage in the pump. In addition, there was no corrosion noted. The reported unresponsive keypad issue was not duplicated during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.